Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument had a broken wire. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found indentations on the proximal clevis. Additional observation not reported by site: visual inspection showed that the instrument was found to have mechanical indentations on the proximal clevis. The complaint regarding a broken wire was confirmed by failure analysis.